Event description:
The pt states that when she was done with her treatment and removed the cassette she noticed there was wetness inside the cassette door. There is no report of pt ill effect. No sample is available for eval.

Manufacturer narrative:
Device history record review: one complaint received on this lot. Sample analysis: no sample has been received for analysis. Conclusion: the complaint is unconfirmed. No further investigation required per quality data analysis procedure. Will monitor through trending programs and escalate as required by complaint management and CAPA process.